Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that when the hcp was connecting a bd vacutainer® safety-lok blood collection set during blood collection, the tube pushed back. There was no report of exposure, serious injury or medical intervention.